Manufacturer narrative:
During the visual inspection of the pacemaker, scratches were found on the pacemaker's housing. The clinical observation confirmed that the pacemaker was not interrogatable and the programmer promoted a warning message. The device detected the status of invalid content automatically and switched to a specified secure backup mode. In this backup mode a predefined program is active, ensuring antibrady pacing. This was confirmed by the measurement of the pacemaker's output signal. There was no indication of sensing and/or pacing problems. During analysis a re-initialization was performed successfully with a factory programmer. After this re-initialization the pacemaker was interrogatable again and was pacing according to factory settings. A switch of the pacemaker into the backup mode was not observed during the rest of the analysis. The pacemaker was subjected to a final acceptance test. The pacing and sensing was found to be fully functional. The quality documents accompanying the pacemaker were re-investigated. There was no sign of any inconsistency during production and final acceptance test of this pacemaker. The memory content during the production at biotronik was valid. In summary, the analysis confirmed the clinical observation which was most likely caused by radiation therapy. After re-initialization with a factory programmer the pacemaker was found to be ok. Such external influences may have impact on the pacemaker. However, the patient's safety was not affected due to the fully functional sensing and pacing.

Event description:
Patient has been receiving radiation. Today at follow up an error saying "rom fds" was received. A cu reset and lockout recovery were performed unsuccessfully. Explant was recommended at the end of the radiation series. As of (B) (6) 2010 - per (B) (4), this device remains implanted. As of (B) (6) 2010 - this device was returned with oos documentation and was replaced with another cylos vr, sn: (B) (4).